Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information in relation to a dreamstation ht humidifier. The manufacturer received information that the alleging asthma (new or worsening). Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on 04/24/2024 and section h11 should be reported as: the manufacturer received information in relation to a dream station ht humidifier. The manufacturer received information that the alleging asthma (new or worsening). Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. Repeated attempts were made to have the device returned for evaluation, investigation and to gather additional information but were unsuccessful. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a supplemental report will be filed. Box h was updated in this report.